Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage") and neoplasm ("tumor / teratoma / cancer type : tumor") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, 3 years 9 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), neoplasm (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced pelvic pain ("persistent pelvic pain / pain"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain") and ovarian cyst ("cyst ovary"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, neoplasm and ovarian cyst outcome was unknown and the pelvic pain, migraine, headache and abdominal pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, neoplasm, ovarian cyst, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: abnormal bleeding(vaginal, menorrhagia), psychological or psychiatric problems condition: depression, and mental anguish ,dysmenorrhea (cramping), tumor / teratoma / cancer type: tumor,abdominal pain, migraines , headaches, cyst ovary were added. Outcome od event pain and migraines , headaches from unknown to recovering/resolving were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration / one of the coils was missing after having had a pelvic xray"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage") and neoplasm ("tumor / teratoma / cancer type : tumor") in a 37-year-old female patient (gravida 9, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included caesarean section (4), multigravida, miscarriage and stillbirth. Concurrent conditions included ovarian cyst (right), haemorrhage in pregnancy, iron deficiency anemia, nabothian cyst and pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, 3 years 9 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), neoplasm (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced pelvic pain ("persistent pelvic pain / pain"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain") and ovarian cyst ("cyst ovary"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, neoplasm and ovarian cyst outcome was unknown and the pelvic pain, migraine, headache and abdominal pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, neoplasm, ovarian cyst, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: did not have her post-essure hsg done. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2016: positive. Most recent follow-up information incorporated above includes: on 5-nov-2018: plaintiff fact sheet received. Event plaintiff had not undergone essure confirmation test was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / one of the coils was missing after having had a pelvic xray') and abortion spontaneous ('miscarriage') in a 37-year-old female patient who had essure (batch no. A36521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pre-eclampsia in 1997, caesarean section (4), multigravida, recurrent abortion, stillbirth nos, psoriasis, pulmonary embolism, protein s deficiency, dysmetabolic syndrome, obesity, benign essential hypertension, back pain and headache (not recovered prior to essure). She has hx of protein s defect from prior w/u at uams. History pap (B)(6) 12 lgsil but pap here was pending. Concurrent conditions included ovarian cyst (right), haemorrhage in pregnancy, iron deficiency anemia, nabothian cyst and pelvic adhesions. Concomitant products included diazepam (valium) since 2016, lisinopril since 1997, metformin since 2016 and paracetamol (acetaminophen) from 2013 to 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), 3 years 9 months after insertion of essure. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia") and was found to have neoplasm ("tumor / teratoma / cancer type : tumor"). On (B)(6) 2017, the patient experienced pelvic pain ("persistent pelvic pain / pain/pelvic pain"). On an unknown date, the patient experienced migraine ("migraines/migraine/headache") and headache ("headaches/migraine/headache"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("miscarriage") and experienced menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain/abdominal area pain") and ovarian cyst ("cyst ovary"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), topiramate (topamax) and surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, depression, anxiety, dysmenorrhoea, neoplasm and ovarian cyst outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the migraine and headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, neoplasm, ovarian cyst, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: did not have her post-essure hsg done. Date(s) of insertion: (B)(6) 2013 (discrepancy noted as per pif).patient received treatment for pain, bleeding, migration. Essure devices placed bilaterally with 2 coils visualized on the right side and 4 coils visualized on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2016: results: positive. Lot number: a36521 manufacturing date: 2012/08 expiration date: 2015/08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / one of the coils was missing after having had a pelvic xray') and abortion spontaneous ('miscarriage') in a 37-year-old female patient who had essure (batch no. A36521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pre-eclampsia in 1997, caesarean section (4), multigravida, recurrent abortion, stillbirth nos, psoriasis, pulmonary embolism, protein s deficiency, dysmetabolic syndrome, obesity, benign essential hypertension, back pain and headache (not recovered prior to essure). She has hx of protein s defect from prior w/u at uams. History pap (B)(6) 2012 lgsil but pap here was pending. Concurrent conditions included ovarian cyst (right), haemorrhage in pregnancy, iron deficiency anemia, nabothian cyst and pelvic adhesions. Concomitant products included diazepam (valium) since 2016, lisinopril since 1997, metformin since 2016 and paracetamol (acetaminophen) from 2013 to 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), 3 years 9 months after insertion of essure. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia") and was found to have neoplasm ("tumor / teratoma / cancer type : tumor"). On (B)(6) 2017, the patient experienced pelvic pain ("persistent pelvic pain / pain/pelvic pain"). On an unknown date, the patient experienced migraine ("migraines/migraine/headache") and headache ("headaches/migraine/headache"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("miscarriage") and experienced menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain/abdominal area pain") and ovarian cyst ("cyst ovary"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), topiramate (topamax) and surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, depression, anxiety, dysmenorrhoea, neoplasm and ovarian cyst outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the migraine and headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, neoplasm, ovarian cyst, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: did not have her post-essure hsg done. Date(s) of insertion: (B)(6) 2013 (discrepancy noted as per pif).patient received treatment for pain, bleeding, migration. Essure devices placed bilaterally with 2 coils visualized on the right side and 4 coils visualized on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2016: results: positive. Most recent follow-up information incorporated above includes: on 24-feb-2021: mr received: lot number and rcc note were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / one of the coils was missing after having had a pelvic xray') and abortion spontaneous ('miscarriage') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pre-eclampsia in 1997, caesarean section (4), multigravida, recurrent abortion, stillbirth nos, psoriasis, pulmonary embolism, protein s deficiency, dysmetabolic syndrome, obesity, benign essential hypertension, back pain and headache (not recovered prior to essure). She has hx of protein s defect from prior w/u at uams. History pap 19dec12 lgsil but pap here was pending. Concurrent conditions included ovarian cyst (right), haemorrhage in pregnancy, iron deficiency anemia, nabothian cyst and pelvic adhesions. Concomitant products included diazepam (valium) since 2016, lisinopril since 1997, metformin since 2016 and paracetamol (acetaminophen) from 2013 to 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), 3 years 9 months after insertion of essure. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia") and was found to have neoplasm ("tumor / teratoma / cancer type : tumor"). On (B)(6) 2017, the patient experienced pelvic pain ("persistent pelvic pain / pain/pelvic pain"). On an unknown date, the patient experienced migraine ("migraines/migraine/headache") and headache ("headaches/migraine/headache"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("miscarriage") and experienced menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain/abdominal area pain") and ovarian cyst ("cyst ovary"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), topiramate (topamax) and surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, depression, anxiety, dysmenorrhoea, neoplasm and ovarian cyst outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the migraine and headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, neoplasm, ovarian cyst, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: did not have her post-essure hsg done. Date(s) of insertion: (B)(6) 2013 (discrepancy noted as per pif).patient received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2016: results: positive. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, abdominal pain, menorrhagia were updated as recovered/resolved. Events of pregnancy with contraceptive device and neoplasm downgraded to non-serious. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding") and pelvic pain ("persistent pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total abdominal hysterectomy). Essure was removed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.